Event description:
It was reported that the stimulation was in the wrong location. The patient felt it only in the back of his legs and it used to reach down into his feet. The symptoms started following a fall directly onto the buttock (where the implantable neurostimulator (ins) was located in the body) about 2 months ago. An x-ray was performed and did not indicate lead migration. An impedance test was conducted and results indicated several "xxx" readings. The patient was still getting stim but not in the correct place. It was also noted that the patient indicated no change in his recharge interval since the fall, but it was unclear how much he had used his device since the incident. Approximately 2 weeks later, another impedance test was performed, however, at a higher voltage. All impedances were within the acceptable range. Reprogramming was performed and it was noted that the patient couldn't get coverage like he used to have prior to the fall. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# n(B)(4), product type programmer, patient product ID, 3550-39 lot# n327799, implanted: 2012-(B)(6). Product type accessory. (B)(4).